Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was evaluated with a test instrument and no issues were found while activating it with hand activation. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the rep during a thyroid procedure the device would not activate when the minimum or maximum buttons were pressed. The procedure was completed with another like device with no patient consequences reported. The device will not be returned.